Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd syringe luer-lok¿ tip was found with foreign matter as the ¿product has silicone in the grommet.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Six photos were received and evaluated. The photos depicted stoppers and barrel roofs where the stopper was in contact with the bottom of the barrels. Silicone residue could be seen on the stoppers and barrels. The amount of silicone observed in the photos is considered acceptable per bd guideline and per product specification. Please refer to the silicone quantity guideline attached for reference. It is important to be aware that the silicone observed is an integral part of the syringe, enabling it to perform as required in various clinical applications. Bd applies silicone to its syringes under carefully controlled conditions that are monitored for compliance to both bd standards as well as meeting the requirements of the iso standard for syringes ¿ iso 7886-1. In our manufacturing environment, bd targets applying a quantity of silicone considerably less than the maximum amount specified in iso 7886-1. It should be noted that uniformity of distribution of the silicone within the barrel alone may influence the reported visual observations. The limits defined in this standard, as well as the EU pharmacopoeia are less than 0.25mg/cm2 and reflect relevant preclinical and clinical safety considerations and support safety and suitability across general clinical applications. DHR review for batch 7321651 (p/n 301029): manufacturing date: 11/16/2017 to 11/20/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7321651 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation bd canaan was not able to duplicate or confirm the customer's indicated failure. Root cause and CAPA not required as no defects were confirmed.